Event description:
Pt was implanted with a charite disc in 2006. Films taken the next day showed that the pt exhibited scoliotic deformity from a pre-existing (undetected) facet fracture. The disc space was extremely collapsed so the facet fracture could only be detected postoperatively. A revision was performed two months later. As surgical intervention occurred an MDR is being filed to document this event.